Event description:
In this event it is reported that a start-x tip satelec insert 3 tip broke during use. The broken parts were recovered and no injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1804085). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.